Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). The caller was an MRI tech and the reason for the call was to get MRI information. The patient reported that the ins had not worked in six years. They planned to do a scan of the abdomen. The caller did not have other details about the status of the ins. Tss reviewed MRI information with the caller. No symptoms were reported. An outbound call was made to the patient. Patient stated that they had some revisions done to their stimulator but the stimulation was going to their gut instead of where they needed it to go. Patient has an appointment may 27th to get their pump removed as it is not working and the doctor said they were going to try and get the ins removed as well.

Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.